Event description:
It was reported that there was a motor stall caused by the patient having an MRI. A motor stall recovery was not recorded in the pump logs. Approximately 2 hours had elapsed since the MRI. The hcp planned to interrogate the pump and recheck the pump logs. No therapy issues were reported.

Manufacturer narrative:
(B) (4)